Event description:
It was reported that this right ventricular lead exhibited a lead safety switch due to high out of range pace impedance measurements. This patient was not to have exhibited pacing inhibition due to the sensing change after the lead safety switch. This lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).